Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The surgeon used a partial clamp to repair the ripped sutures. No add'l pt complications were reported.